Event description:
It was reported that the user experienced bluetooth connectivity loss between the dexcom g7 sensor and the ilet bionic pancreas while glucose data remained available in the dexcom app, and connectivity was restored after guided troubleshooting that included toggling g6/g7 settings and repairing the sensor to the ilet. Symptoms included no adverse physiological effects. Outcomes included no impact to blood glucose control and no need for medical attention. Investigation included technical support review and user-directed troubleshooting. Investigation of this case revealed successful reconnection with expected device function after standard pairing steps. It was concluded that the event was due to intermittent communication disruption, resolved through re-pairing, with the device operating as intended after the intervention.